Event description:
The right ventricular and atrial leads were returned to the manufacturer after being prophylactically explanted during a system upgrade. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed abreach due to esc (environmental stress cracking) and abrasion while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead also developed cosmetic esc (environmental stress cracking) while in vivo. The analyst commented that, there was no complaint but analysis found outer insulation breached/in- vivo. Concomitant products: kdr901 implantable pulse generator, (B)(6) 2005; 4568-53 implantable pacing lead, (B)(6) 1999; 5076 implantable pacing lead, (B)(6) 2005.